Event description:
It was reported that the patient was readmitted to the hospital for chest pain five days after implant. Upon investigation, it was noted that the thresholds of the lead had increased. The doctor decided to revise the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.